Event description:
It was reported that the screwdrivers fractured by the tip.Procedure was completed

Manufacturer narrative:
ZimVie complaint number(b)(4)B3: Date of Event: unknown / not provided.D4: Expiration Date: unknown / not provided.D10: Concomitant Medical Product:ZFX02HLD28, GenTek¿ Hexalobular Screwdriver, 28 mm, Lot: 2620021033.